Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caller only knows her unit is not working and he was calling to find out where to get it replaced.